Manufacturer narrative:
Method: removed 4114, added 10. H10: the sale representative inspected the device and performed an extended self test (est), was unable to duplicate the event. The device is currently operating normally. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Review of the diagnostic logs by a subject matter expert indicates there was evidence of a malfunction resulting in a loss of ventilation.

Manufacturer narrative:
H3 device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that, while in use on a patient, a 980 ventilator generated an alarm and "ventilation stopped". It was additionally reported that the following message was displayed on the subscreen "device could not be used on the patient" and that "the main display became a rough noise-like indication". Review of the diagnostic logs indicates there was evidence of a loss of ventilation. The device was available for evaluation. One 980 ventilator was evaluated. Service personnel (sp) inspected the ventilator and confirm the reported condition. Sp reported that the direct current (dc)- dc printed circuit board (pcb) was replaced to address the issue. Ventilator passed all test and calibrations per manufacturer specifications at the time of service. From the logs provided, an intermittent dc-dc pcba failure was confirmed that can result in loss of ventilation. There is an existing internal investigation regarding this issue. The cause of the event was determined to a potential fault in component dc-dc pcb. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the service engineer. It was additionally reported that the customer performed an extended self test (est), was unable to duplicate the event. The device is currently operating normally. The (B)(4) affiliate was notified that the logs were reviewed and indicate a direct current (dc) - dc converter board issue which can cause intermittent loss of ventilation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator generated an alarm and "ventilation stopped". It was additionally reported that the following message was displayed on the subscreen "device could not be used on the patient" and that "the main display became a rough noise-like indication". Review of the diagnostic logs indicates there was evidence of a loss of ventilation.